Event description:
It was reported that with the rate drop response algorithm on, the patient wasn't feeling well and feeling some pre-syncope with the intervention pacing. The patient has a history of seizures. Some optimization was attempted, but the patient did not like the way it felt. The programming will be left at managed ventricular pacing. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).